Event description:
It was reported the patient needed to make an appointment to have his lead changed out. The physician wanted to put the lead in a different location as it had not been working since implant. Information received ten days later noted that the cause of the event was that the patient was ¿not showing any response.¿ new programs had been added in january and (B)(6) 2013. No changes were noted. Surgical intervention was indicated to have occurred on (B)(6) 2013. It was unclear what the intervention entailed. No hospitalization was required and the patient outcome was no injury. About a week later, it was indicated the patient had received assistance from their doctor or manufacturer representative and some of their concerns were resolved, but they still had other concerns. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-33, lot# v973753, implanted: (B)(6) 2012, product type lead. (B)(4).